Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. A follow-up MDR will be submitted when additional information is obtained. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection occurred in the right common carotid artery (rcca) after insertion of the arterial sheath. The physician placed an additional unplanned stent to cover the dissection. The procedure was completed successfully with no health consequences or impact to the patient.